Manufacturer narrative:
Correction to section d4 model# and catelog # section d9 updated due tto device evaluation section h6 evaluation codes updated due to device evaluation method code (annex b) - remove b21 and add b01 result code (annex c) - remove c21 and add c13 component code (annex g) - remove g07003 and add g07001 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that when the alternating current (ac) power cord of this pb560 ventilator was unplugged, the screen went blank and the unit shutdown with no alarm generated. The device was available for evaluation. The service personnel (sp) inspected the ventilator and was unable to duplicate or confirm the reported issue. Sp replaced the central processing unit (cpu) printed circuit board (pcb) as a preventive measure. Additionally, sp replaced the buzzer pcb because the buzzer voltage was below the required standard. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The investigation could not confirm the reported issue but found buzzer voltage was below the required standard as secondary issue, a cause to the reported issue was not determined. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Section g: there is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. H3: medtronic japan has received the device and investigation is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the alternating current (ac) power cord of this pb560 ventilator was unplugged, the screen went blank and the unit shutdown with no alarm generated. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Update to section d4 unique identifier (UDI)# section d9 updated due to part return section h6 device code (annex a) remove a160106 and add a09 section h6 evaluation codes updated due to analysis of returned parts method code (annex b) - add additional cod result code (annex c) - remove c13 and add c19 conclusion code (annex d) - remove d15 and add d14 component code (annex g) - remove g07001 and add h07003 h3 device evaluation summary: updated due to analysis of returned parts medtronic conducted an investigation based upon all information received. It was reported that when the alternating current (ac) power cord of this pb560 ventilator was unplugged, the screen went blank and the unit shutdown with no alarm generated. The device was available for evaluation. Llog review shows the device was operational at the time of the event, and the ventilator was turned off by the user with no evidence indicating that the ventilator lost ventilation or that the alarm malfunctioned. The service personnel (sp) inspected the ventilator and could not confirm/duplicate any of the reported issues. Sp performed yearly preventative maintenance including replacing the buzzer printed circuit board (pcb) and central processing unit (cpu) pcb. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The buzzer pcb was not returned to medtronic. The cpu pcb was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The investigation could not confirm the reported issues, the logs show contrary evidence to what was reported and the device functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.